Event description:
During intervention to the obtuse marginal branch, there was a distal minor dissection that was tacked up with 2.5 x 13mm pixel stent, and after placement of the stent it could not be fully deployed. The plan was to go in with a high pressure balloon, but during the attempt of pulling out the stent balloon, the catheter, basically, broke loose, and the balloon was left half of the way in the proximal portion of the obtuse marginal branch into the main circumflex. Repeat angiogram showed no flow noted in obtuse marginal branch with significant obstruction in the main circumflex. Cv surgeon called immediately and pt taken to c.v.o.r for 1. Emergency re-do single coronary artery bypass to the obtuse marginal artery. 2. Exploration of the ascending aorta with removal of wire and angioplasty balloon from the left main and obtuse marginal artery. Pt developed multiple cerebral infarcts and was removed from life support in 2003; expired 0230 on the following day.